Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.

Event description:
Healthcare professional reported a left side rupture, and capsular contracture baker grade IV. Healthcare professional later reported ultrasound showed the device to be intact. Healthcare professional additionally reported implant exchange due to the patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture, and capsular contracture baker grade IV. Healthcare professional later reported ultrasound showed the device to be intact. Healthcare professional additionally reported implant exchange due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6